Manufacturer narrative:
Concomitant medical products: hospira lifeshield IV tubing, therapy date: unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the 3-way stopcock leaked around the hub where it connected to the hospira lifeshield (B)(4) IV tubing. This occurred during an IV push with a bd 20ml syringe. No patient harm reported.